Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate contained a white, floating particle. This was identified after the device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from june 1, 2015- june 2, 2015. One unit was received for analysis. Visual inspection on the unit noted a white particle, approximately 0.30 square mm in size, floating in the fluid of the bladder. The particle was in the fluid path. The particle was subsequently identified to be acrylic material via fourier transform infrared spectroscopy testing. The reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.